Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced pain, esophageal spasms, and dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue on (B)(6) 2015. Patient experienced epigastric pain starting on (B)(6) 2016 after almost complete resolution of pre-existing symptoms (hoarseness, heartburn, chest pain, and regurgitation). Patient received a balloon dilation on (B)(6) 2017 with no relief. Uneventful device explant due to pain from esophageal spasms on (B)(6) 2017. Patient was reported as having no pain after removal; however, the physician was managing some dysphagia symptoms and return of gerd.